Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller alarming while connected to mpu was confirmed during analysis. Visual inspection of the returned system controller serial number (B)(4) revealed a tear in the white power cable. Further evaluation of the white power cable revealed two damaged wires. The damaged wires were identified as one of the positive power lines and one of the negative power lines. Due to the damaged insulation, there was an electrical contact/short between the wires resulting in power cable disconnect and no external power alarms while connected to a mobile power unit or a power module. The log files were successfully retrieved from the controller. The event log file contained events recorded from august 12 to august 16, 2020 where multiple power cable disconnect/no external power alarms were captured on august 16. The periodic log file contained events recorded from july 26 to august 16, 2020. The recorded data did not add any new information regarding the event. In conclusion, although the damage to the white power cable appeared mechanical, a specific root cause was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate3 patient handbook, under section 2 ¿how your heart pump works¿ and hm3 instructions for use, under section 2 ¿system operation¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. According to hm3 instructions for use, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having problems with their white lead. The lead drained batteries quickly and the mpu alarmed while connected to the white lead. The patients controller was replaced in the clinic.